Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a pre-existing condition of a third degree left bundle branch block. The device was implant. The final implant depth was 3-4mm from the non-coronary cusp (ncc). Post-implant, the patient went into heart block and a permanent pacemaker was implanted. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing condition of a third degree left bundle branch block. The device was implant. The final implant depth was 3-4mm from the non-coronary cusp (ncc). Post-implant the patient went into heart block and a permanent pacemaker was implanted. The patient status was stable.